Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from their implantable neurostimulator (ins) system. The patient did have the device turned off for about one month due to other medical issues. She then noticed a change about a month ago. Specifically, when the patient turned the stimulation back on she had good therapeutic effect for about 2 weeks then had the loss of effect. It was noted that the patient had fallen and fractured her pelvis about 2 to 3 weeks ago. Follow up information received indicated that the patient received assistance from the company representative and her concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3093-33, lot# v561268, implanted: 2010 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).